Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).

Event description:
It was reported that while delivering an infusion of an unspecified cytotoxic drug to a patient with an IV administration set, the nurse was exposed to an unspecified amount of the drug. The exposure was further described as the drug having "leaked onto the nurse". The location of the exposure on the nurse was not reported. As a result, the nurse was rinsed abundantly (not further specified) and treated with unspecified dermocorticoids (dose and frequency were not reported). No further information was provided regarding the outcome of the event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation. A retention sample was evaluated. Visual inspection and gravity testing did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.